Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not show any related to the reported issue. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. Force sensor calibration reading was within specifications. Bolus exercises were completed and recorded correctly. The pump was primed until 20 units of insulin remained in the pump and a low cartridge warning was emitted. Visual confirmation of remaining insulin in the cartridge matched what was recorded in the pump. The reported remaining insulin reading issue was not verified in the black box or duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. Reportedly, the pump's remaining insulin reading was less than the amount reported on the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.